Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported that the nail broke. Implantation was on (B)(6) 2014.

Manufacturer narrative:
Referring to product inquiry the long nail kit r2.0, ti, right gamma3 ø11x340mm x 125° is stated to be the primary product. The lag screw and the locking screws reported are considered associated products. Failures in material or manufacturing of the affected nail kit returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail is completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of approx. 6 months. Material deformation at the medial / distal and the lateral / proximal edge of the lag screw hole indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The counterparts were found on the lag screw in the areas with friction signs where the edges of the sliding grooves had become worn. The nail breakage was caused by a non-union of the fracture site, which is confirmed by the diagnosis according to the op-report / revision surgery: ¿pseudoarthrosis right femur and nail breakage, intertrochanteric pseudoarthrosis / new pertrochanteric fracture¿. The damage at the lateral edge of the posterior web, intra-operatively caused by a deviated step drill, had most likely created the starting point of the nail breakage by a notching effect. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above the nail breakage is not linked to a deficiency of the device, but is rather considered patient related (insufficient bone healing / non-union contributed by high axial load) after an implantation period of approx. 6 months). Furthermore, due to the traces found at the lateral edge of the proximal bore and at the inside of the posterior web, it can be assumed that the nail breakage was contributed by intra-operative damage caused by a deviated step drill. No non-conformity was identified.

Event description:
It is reported that the nail broke. Implantation was on (B)(6) 2014.